Manufacturer narrative:
Manufacturer's investigation conclusion the reported event of driveline power fault alarms was confirmed via log file analysis. A review of the log files contained data spanning approximately 2 days (31may23 ¿ 1jun23, 1jan2000 per timestamp). Starting (B)(6) 23 at 11:15:50, driveline power fault alarms activated due to a power a broken fault and the current sense on line a dropping below the threshold amperage. The alarms did not resolve before the driveline was disconnected at 11:20:39, consistent with the reported controller exchange. There were no other notable alarms active in the log file or flow issues that would have resulted in an atypical red heart alarm. The heartmate 3 vad modular cable (lot number 8178763) was returned for analysis. The modular cable was functionally tested and passed all testing without issue. The mod cable was connected to a mock circulatory loop with the returned system controller (s/n: (B)(6) and was able to operate the system for extended operation. No atypical alarms were reproduced throughout testing. The cable¿s outer layers were stripped and no damage to the underlying wires was observed. Per the provided information, the alarms resolved after the equipment exchanges. A root cause for the reported event was unable to be conclusively determined through this analysis. Heartmate 3 instructions for use, rev. C, section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook, rev. D, section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot driveline fault alarms. Heartmate 3 instructions for use, rev. C, section 2-¿system operations¿ and heartmate 3 patient handbook, rev. D, section 2-¿how your heart pump works¿ explain that if it has been determined that damage has been detected in the modular cable, it should be replaced. The heartmate3 lvas patient handbook, rev d, section 10 ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of heartmate3 lvad, including inspecting the driveline cable for signs of damage and ensuring that the modular in-line connector is secure and the connector locking nut is in the locked position. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related MFR #2916596-2023-03567. It was reported that the patient had red heart alarms on their controller and changed to their backup controller at their residence, and then called the hospital. A review of the log files revealed driveline power fault alarms on 01jun2023 at 1115 through 1120. These alarms were followed by low flow alarms, driveline disconnect, and pump off alarms associated with a controller exchange. The patient came into the clinic, where the modular cable and the controller were exchanged. No alarms occurred after this exchange.